Manufacturer narrative:
(B)(4). Results: (myocardial infarction).

Event description:
During index procedure the patient had on endeavor sprint rapid exchange (rx) drug-eluting stent was implanted to the proximal circumflex. The following day the patient suffered a myocardial infarction (mi). The investigator indicated that the reported event was possibly related to the study stent.